Event description:
Information from a hospital biomedical department states that they have had two failures with smoke from and burnt odor of the pc 1585/1586, which is a current servo for the expiratory valve or a gas module. For one ventilator this happened when it was connected to a patient. Alarms were generated and no patient injury reported.